Manufacturer narrative:
. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was fully inserted into the patient¿s eye. During the procedure while inserting the lens it was noticed that the haptics were broken. During the same procedure, the customer proceeded to remove the lens and implant a different one from alcon model sn60wf 20.0d with an alcon type d cartridge. The incision was enlarged in order to remove the iol. Reportedly, the directions for use were followed. There was no vitrectomy, no delay in the procedure and the user did not seek additional medical attention. The patient has fully recovered. The customer indicated there is no more information available.